Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing. There were a high number of short v-v intervals. The lead was suspected of a fracture. Additionally, an out of range superior vena cava (svc) coil impedance was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.